Event description:
Patient presented back to the physician with continued pain, neck pain, and facial pain. Physician referred the patient to physical therapy. Patient presented back to the physician with improvements.

Event description:
Patient presented to the physician with earaches, headaches, and severe pain when chewing, swallowing, and speaking. Physician prescribed pain medication.